Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.2mm micl13.2 diopter -9.5 implantable collamer lens into the patient's eye, the lens tore. Reportedly, the doctor noticed the tear as it occurred while he was pulling it through the injection cartridge. It was not implanted, and it did not touch the patient's eye. The surgeon then implanted a lens of the same size, model, and diopter. This occurred on (B)(6) 2017.

Manufacturer narrative:
Additional information: work order search: no similar complaint type events were reported for units within the same lot. Corrected data: device evaluation: should have been recorded on supplemental #1. The delivery system was returned in a device tray. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the device, lens having foreign material on device (white residue on cartridge), and lens stuck in cartridge. Claim #: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned stuck in cartridge. Visual inspection found the lens returned in cartridge. Claim # (B)(4).